Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 40 syringes 0.3ml 31ga 8mm 10bag 500 pl/wg had issues with the needle hub separating into the cap when removing it. This complaint was created to capture the 11th of 14 related incidents. The following information was provided by the initial reporter: "rep reported about 40 syringes in consumer's box had an issue. Stated when removing the orange cap the whole needle component came off with the cap. Rep is reporting of behalf of consumer."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 9324122 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200865195] noted that did not pertain to the complaint. H3 other text : see h.10.

Event description:
It was reported that 40 syringes 0.3ml 31ga 8mm 10bag 500 pl/wg had issues with the needle hub separating into the cap when removing it. This complaint was created to capture the 11th of 14 related incidents. The following information was provided by the initial reporter: "rep reported about 40 syringes in consumer's box had an issue. Stated when removing the orange cap the whole needle component came off with the cap. Rep is reporting of behalf of consumer."